Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they were having trouble with the insulin pump and was wondering if he can get a replacement. The insulin pump won't let then deliver more than 2 - 3 units and says bolus not delivered. The customer is also getting the insulin flow block alarm. They changed the site and tubing and reservoir. The customer doesn't know what the blood glucose was at the time of the infusion but now it is 440 mg/dl. The customer also had a low blood glucose of 68 to 70 mg/dl and treated it with juice. The customer declined to troubleshoot for the low and the high blood glucose. The insulin pump will not be returned for analysis.